Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the device delivered hv therapies due to suspected lead fracture. Low pacing lead impedance and noise were observed during pre-op evaluation. The lead was capped.